Event description:
It was reported that following implantation of the implantable pulse generator (ipg), patient connector telemetry was unstable via wireless fidelity connection and was eventually lost, requiring the session to be ended and the ipg to be reinterrogated. It was noted that the unstable connection recurred following reinterrogation, requiring the session to be ended and restarted multiple times. Troubleshooting steps were taken to include force closing and restarting the mobile programmer application, after which the issue occurred again. It was noted that a different application and patient connector were used to interrogate the ipg, after which no telemetry issues were observed. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.1.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the patient connector telemetry was lost was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.